Manufacturer narrative:
The user facility submitted medwatch mw5109233 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of nicardipine with a spectrum iq pump, the patient experienced variable blood pressure, specified as ¿systolic blood pressure fluctuating from 306 to 54¿. The nurse observed that the volume to be infused was decreasing even though the volume of the bag containing nicardipine was not changing, and there were no drops ¿flowing¿. According to the reporter, the pump did not generate any alarms. The spectrum pump was changed, and the patient's blood pressure normalized. No additional information is available.